Event description:
The device used during an unk procedure. It was reported that the clips would not deliver. The case was completed with a similar device. There was no consequence to the pt. Based on the analysis results of malformed clips the complaint is reportable.